Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: delamination.

Event description:
Healthcare professional later reported delamination. The device has been explanted.

Event description:
Healthcare professional reported left side deflation, particles in valve, and valve delaminated from shell. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as fold flaw opening. ¿ other-technical: particles are observed in the fill channel however they do not obstruct the port holes. ¿ delamination: no observed. Additional observations: ¿ creases were observed. ¿ yellow biological tissue observed inner the surface of the shell. ¿ wear abrasion observed on the surface of the shell.